Event description:
A customer reported an overinfusion. Details of the event are as follows: rocephin was set-up as a primary to infuse over 30 minutes. The infusion completed in 20 minutes. The event took place in the procedure clinic. There was no pt harm or medical intervention required. The customer stated that no further pt or event info was available.

Manufacturer narrative:
(B)(4). Device not received, lot review only. The customer has requested a log review. Event logs and data set have been received. A f/u report will be submitted with the results of the eval once it has been completed.